Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned including fractured filter strut embedded in the vein and filter can no longer be removed. A CT scan of the lumbar spine noted a fracture of a single posterior ivc filter strut and that the filter was not present in scans done three years prior. Two weeks later the patient was hospitalized for chronic obstructive pulmonary disease (copd), chr and transient atrial fibrillation, and was noted to leave against medical advice. Imaging done at that time noted the filter in the ivc with a single strut fractured and separated, with endothelization and a low likelihood of migration. Approximately three months later, the patient was seen for pain in right flank area. The fractured ivc filter with a single broken off strut was noted on imaging. Per the physician¿s assessment, it is unlikely that the abdominal pain was related to the fractured filter and migration of the fractured strut was also unlikely secondary to the endothelialization of the strut. Approximately three months after that, the patient was seen for chronic back pain. Imaging revealed fracture of a posterior strut of the ivc filter that remained unchanged from previous imaging. Medical history at that time included copd with active tobacco use, chr, atrial fibrillation, chronic pain, diabetes, hypothyroid, hypertension, gurd, lupus, hysterectomy, splenectomy, back surgery, cholecystectomy, bipolar disorder, anxiety and depression. Approximately four months after that, the patient was seen for shortness of breath (sob) with yellow sputum and leg pain secondary to sciatica. Venous doppler revealed left leg deep vein thrombosis (dvt). There was no evidence of pulmonary emboli at that time. Anticoagulation therapy was started for dvt, antibiotics for bronchitis. A week and a half later the patient was seen in the emergency room (ER) for left leg pain and swelling. The patient remained on blood thinners. Imaging showed chronic degenerative changes of the lower spine post-surgical intervention, and left hip. The patient was treated for chronic pain syndrome. The patient was also experiencing muscle spasms in both hands. Per the patient profile form (ppf), the patient reports filter fracture, embedment, and the device is unable to be retrieved as well as anxiety. There has been no documented attempt to remove the device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt, nor does it prevent the formation of dvt or other clots (thrombosis). Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The results of computed tomography (CT) scans done after a fall with trauma revealed no acute cerebral changes. A scan of the lumbar spine noted a fracture of a single posterior inferior vena cava (ivc) filter strut. The records noted that this filter was not present in scans done three years prior. Two weeks later the patient was hospitalized for chronic obstructive pulmonary disease (copd), chr and transient atrial fibrillation, with multiple episodes of leaving against medical advice. Imaging done at that time noted the filter in the inferior vena cava with a single strut fractured and separated, with endothelization and a low likelihood of migration. Approximately three months later the patient was seen for pain in right flank area. The fractured ivc filter with a single broken off strut was noted on imaging. Per the physician¿s assessment, it is unlikely that the abdominal pain was related to the fractured filter and migration of the fractured strut was also unlikely secondary to the endothelialization of the strut. Approximately three months after that, the patient was seen for chronic back pain. Imaging revealed fracture of a posterior strut of the ivc filter that remained unchanged from previous imaging. Medical history at that time included copd with active tobacco use, chr, atrial fibrillation, chronic pain, diabetes, hypothyroid, hypertension, gurd, lupus, hysterectomy, splenectomy, back surgery, cholecystectomy, bipolar disorder, anxiety and depression. Approximately four months after that, the patient was seen for shortness of breath (sob) with yellow sputum and leg pain secondary to sciatica. Venous doppler revealed left leg deep vein thrombosis (dvt). There was no evidence of pulmonary emboli at that time. Anticoagulation therapy was started for dvt, antibiotics for bronchitis. A week and a half later the patient was seen in the emergency room (ER) for left leg pain and swelling. The patient remained on blood thinners. Imaging showed chronic degenerative changes of the lower spine post-surgical intervention, and left hip. The patient was treated for chronic pain syndrome. The patient was also experiencing muscle spasms in bilateral hands.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, embedment of the filter into veins and the device is unable to be retrieved. The patient also experienced fear related to the filter. The form states that the device was unable to be retrieved, but no documentation of any attempt to remove the device was provided.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fractured filter strut embedded in the ivc and filter can no longer be removed. The implant date is unknown. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fractured filter strut embedded in vein and filter can no longer be removed. The implant date is unknown.